Event description:
The customer observed falsely elevated architect ca 19-9xr results for one patient, who is currently undergoing chemotherapy for an unknown cancer. The following data was provided: sample ID (B)(6) initial result, on (B)(6) 2024, was 130, repeat results, after re-centrifuging, were 20 and 25 u/ml. An aliquot of the sample was tested, and the result was 129 u/ml. The patient¿s previous result, from 1 month ago, was 124 u/ml. There was no impact to patient management reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 02k91-39, that has a similar product distributed in the us, list number 02k91-33. The complaint investigation for falsely elevated architect ca 19-9xr results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Trending review determined no related trend for the issue for the product. Return testing was not completed, as returns were not available. The historical performance of reagent lot 56774fp00 was evaluated using data gathered from customers worldwide. Patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 56774fp00 is inside the established control limits, which indicates acceptable product performance. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of architect ca 19-9xr, lot number 56774fp00, was identified.